Event description:
The reporter stated a 3-piece silicone lens model aq2003v was unable to advance in the cartridge prior to insertion. The lens was not implanted and there was no patient contact or injury. The reporter stated the cause of the event was unknown. An msi-tm injector, lot number unknown, and the aq cartridge fp, lot number 1195182, were used.